Event description:
It was reported that while in the cath lab, the md tried to insert the intra-aortic balloon (iab) through the sheath. The iab failed to remain tightly wrapped and continued to unwrap making it difficult for the md to feed it through the sheath successfully. As a result, the md decided to try and insert another iab through a longer sheath. Additional information received on 6/19/09, from arrow (B)(6) stated that iab was prepped per instruction. Md was unable to insert the iab into the sheath. He then removed the sheath and discarded it. Md went into the artery lower than the usual approach due to the pt having calcifications in the femoral area. Md used the longer sheath to bypass the calcified area in the artery and used the 24cm x 5 fr superflex sheath that they had on the shelf. Reference MDR #1219856-2009-00286 for the second event involving same pt.

Manufacturer narrative:
(B)(4). Follow-up report will be filed if additional information becomes available.